Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that, during a trial, the lead was placed and when they went to connect the lead to the patient cable, the contact broke off. It was then disposed of. It broke off while feeding in into the connector and it was not believed to be due to user error. Additional information received from the rep in response to follow-up reported that the lead was replaced.